Event description:
Customer reports being cut by the directcheck control ampule while crushing it. Customer was using the protective sleeve to activate the control. However, the plastic shield was removed to squeeze the control drops on to the cuvette. A piece of crushed glass pierced the control's outer plastic tube and cut the customer's finger. No report of serious injury, or intervention.

Event description:
Caller reported blood glucose results of 303 mg/dl and 104 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.